Manufacturer narrative:
The manufacture narrative, the device was received in unused condition. Functional testing was unable to confirm the reported failure mode.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. No discrepancies were found during functional testing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that when filling the cadd cassette with bupivacaine-clonidine-morphine there is liquid on the inside of the cassette between the cassette's inner wall and the bag in the cassette,there was no patient involvement and no harm/adverse event reported.